Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health & life, as a MFR, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health & life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013 and (B)(4) 2013, respectively.

Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that the washer from the ez breathe atomizer fell into his mouth while he was inhaling asthmanefrin inhalation solution. The customer coughed the component back up and did not suffer any medical harm.